Manufacturer narrative:
As found condition: the pipeline flex embolization device and phenom 27 catheter was returned for analysis within a shipping box, within an opened phenom 27 outer carton (jl21-024), within an opened phenom 27 inner pouch (jl21-024), and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~48.6cm. The phenom 27 catheter body was found kinked at ~1.0cm from the catheter distal tip. The catheter distal tip was found in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the braid¿s proximal and distal ends could not be identified. The braid was found damaged with the ends frayed. The pipeline flex pusher was removed from within the phenom 27 catheter for further examination. No bends or kinks were found with the pipeline flex pusher. There was no evidence of stretching or elongation with the pipeline flex pusher. However, the pusher was found detached at the distal hypotube weld (solder joint). The pipeline flex pusher sleeves were found in good condition. The pusher tip coil was found stretched. The damage occurred during removal from within the phenom 27 catheter. ¿ testing/analysis: the phenom 27 catheter total length was measured to be ~159.1cm and the useable length was measured to be ~152.5cm which is within specification (specification: 150cm ± 5cm). The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. Resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to use of an incompatible catheter, catheter damage, braid damage, user does not maintain continuous flush, or users pulls back on/torques wire while advancing the pipeline flex in the catheter. Information regarding patient vessel tortuosity and use of a continuous flush was not provided. The phenom 27 catheter is compatible for use with the pipeline flex embolization device. In this event, it is likely the damage found with the phenom 27 catheter (kinking) and the pipeline flex braid (fraying) contributed to the reported resistance. Regarding the solder joint separation issue, separation can occur due to excessive force or inadequate solder /tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was excessive friction during navigation inside the phenom 27 microcatheter. The phenom and pipeline were removed. A new phenom 27 microcatheter was positioned and a new pipeline was placed, however, against here was excessive friction during navigation with the device being stuck inside the microcatheter. A new microcatheter was inserted, which was a marksman, and the case was successful. The devices were not used off-label and the pipeline was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. No medical or surgical interventions were needed and the event did not result in hospitalization. The patient was undergoing treatment of a flow diverting stent implantation.